Event description:
Procedure: arthroscopic stabilization on (B)(6) 2014. This was the first case this surgeon has attempted to use gryphon, has been using bio- rapter for the last year. First two anchors used broke up when they were inserted into the bone, under very light impaction. The drill guide was not flat to the bone, as it was a very tight joint and that might well have contributed to the anchor breaking apart, and the surgeon was advised of that. However, he believed the anchors were brittle and there was an issue with the br material in this batch. In both cases, the anchor body came apart in many pieces and needed to be retrieved from the joint. The third anchor was in a far less difficult position, was inserted fine but when pressure was put on the suture, the anchor remained in place but the suture came free. There was no lasting issue for the patient other than the case taking an hour or two longer than it should. In the end, the surgeon used three bio-rapter anchors without further issues. The remaining anchors in the batch will be sent back as part of the loan kit. I was unable to get any of the fragments from the broken anchors. The surgeon does not require notification of the adverse event report. Patient age and gender are provided. See associated medwatch 1221934-2014-00079 and 1221934-2014-00081.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The unused gryphon anchors were tested in normal bone density foam block and could be deployed successfully. There were no anomalies noted on the anchor or with the deployment. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It was noted from the event that the first two anchors broke possibly due to off axis insertion. On the third anchor, sutures were reported to pull out during tensioning. It is a possibility that excess tension was applied on sutures which caused the suture bridge on the anchor to break releasing the sutures. Additional information indicated the bone hole was prepared by tissue liberators and rasps. This is against the IFU which states that the bone hole should be prepared using a gryphon drill bit. The actual complaint devices were not received and therefore the failure cannot be verified. However, from the procedure details provided, it is evident the IFU was not followed leading to anchor breaks and suture pull out. Therefore, the failure could be attributed to use error. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Procedure: arthroscopic stabilization on (B)(6) 2014. This was the first case this surgeon has attempted to use gryphon, has been using bio- rapter for the last year. First two anchors used broke up when they were inserted into the bone, under very light impaction. The drill guide was not flat to the bone, as it was a very tight joint and that might well have contributed to the anchor breaking apart, and the surgeon was advised of that. However, he believed the anchors were brittle and there was an issue with the br material in this batch. In both cases, the anchor body came apart in many pieces and needed to be retrieved from the joint. The third anchor was in a far less difficult position, was inserted fine but when pressure was put on the suture, the anchor remained in place but the suture came free. There was no lasting issue for the patient other than the case taking an hour or two longer than it should. In the end, the surgeon used three bio-rapter anchors without further issues. The remaining anchors in the batch will be sent back as part of the loan kit. I was unable to get any of the fragments from the broken anchors. The surgeon does not require notification of the adverse event report. Patient age and gender are provided. See associated medwatch #'s 1221934-2014-00079 and 1221934-2014-00081.